Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 7-10 x 40 mm acculink stent in the heavily calcified right internal carotid artery. On (B)(6) 2013, the patient reportedly suffered a cerebral vascular accident (cva). Duplex and doppler ultrasound noted stenosis in the carotid stent. No treatment has been performed and the patient condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.